Manufacturer narrative:
B3 date of event was estimated based on the medwatch report date as the date was not reported.

Event description:
It was reported via medwatch mw5152885 that no reflow occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target. In order to clear the image, the catheter was flushed inside the coronary artery. This likely caused air embolism and loss of flow in the artery.

Manufacturer narrative:
B3 date of event was estimated based on the medwatch report date as the date was not reported.

Event description:
It was reported via medwatch mw5152885 that no reflow occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target. In order to clear the image, the catheter was flushed inside the coronary artery. This likely caused air embolism and loss of flow in the artery.

Event description:
It was reported via medwatch mw5152885 that no reflow occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target. In order to clear the image, the catheter was flushed inside the coronary artery. This likely caused air embolism and loss of flow in the artery. It was later reported that the patient experienced st elevation.

Manufacturer narrative:
B3 date of event was estimated based on the medwatch report date as the date was not reported.